Manufacturer narrative:
Inspected two opened and used reservoirs. Performed occlusion test and reservoirs passed per specifications. No occlusion or air bubbles noted during analysis. Checked the snap-cap and septum for defects and none were found. Reservoirs connected and locked into place properly.

Event description:
The customer reported getting no delivery alarms and her blood glucose was over 200mg/dl. The caller stated that she would need to go to the emergency room because she is very insulin sensitive and her glucose level can rise or drop very fast. The customer mentioned that the paramedics were called and treated her at the work place. The caller stated having ongoing issues with air bubbles. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.